Event description:
It was reports that the patient¿s ins (stimulator) was flipping in the pocket site and it was very painful. (B)(6) of 2014 she ended up having a revision on the pocket site. The patient had to have additional lead placement because she was still having bloating issues last (B)(6) 2014. The hcp thinks the lead wasn't placed right. The hcp went in and basically reattached it to the muscle. The hcp made a spider web, like in 4 different places to attach it to the abdominal wall. It was confirmed this was done in (B)(6) 2014. She was now doing a lot better. She thinks they kept the leads in place but just reattached the unit and attached it further down into the muscle. She had a major motility problem and was on a special diet in connection with neurostimulator. The leads hit part of abdominal wall. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 435135, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).